Manufacturer narrative:
(B)(4). Statement from manufacturer: define: received one piece of used, approximately full filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was observed along the tubing and around the glass tube of the microbore sub-assembly. Bubble also observed in the tubing. Clamp clip of the returned sample was opened, solution was not flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Analysis: returned sample was filled with nacl to its nominal volume of 100 ml, and left for 1 hr. After 1 hr, solution was not flowing. It could be possibly contributed by the bubble which is still stuck in the tubing and could not be flushed out during the de-contamination process. Thus, water flow rate test cannot be proceeded. Conclusion: the slow flow rate complaint is not judgeable.

Manufacturer narrative:
(B)(4). We received one used (empty) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was closed with a red closing cone. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test carried out again. Subsequently the pump did not work (solution was not running). Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
(B)(4): fast flow. Pump emptied in 1,5 days. Drug: 5fu.